Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66-year-old male with acute myocardial infarction (ami) complicated by cardiogenic shock was supported with an impella 5.5 implanted via direct surgical aortic access. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage c shock. The patient was also receiving extracorporeal membrane oxygenation (ECMO) support. Following impella 5.5 implantation and transfer to the intensive care unit, the patient developed cardiac tamponade requiring bedside resternotomy. Surgical exploration reportedly identified generalized bleeding as well as bleeding at the graft anastomosis site. Clot was removed, and the chest was left open, resulting in reported improvement in hemodynamics. The patient was described as coagulopathic and received blood product administration. Hemostasis was noted as achieved through surgical intervention. Specific blood products and quantities administered were not provided. Several days later, care was withdrawn and the patient expired. The reported bleeding and tamponade occurred in the setting of acute myocardial infarction, cardiogenic shock, ECMO support, recent cardiac surgery, graft anastomosis, and coagulopathy. Based on the available information, the reported bleeding was managed surgically, and a causal relationship between the impella 5.5 and the reported bleeding has not been established. The patient subsequently expired following withdrawal of care. Several days later, care was withdrawn and the patient expired. The death is conservatively being reported; however, it is more likely attributable to the patient's underlying acute myocardial infarction, cardiogenic shock (scai stage c), cardiac tamponade, generalized bleeding, graft anastomotic bleeding, coagulopathy, requirement for extracorporeal membrane oxygenation (ECMO) support, and overall critical postoperative condition requiring resternotomy. The reported bleeding was managed surgically. The death is conservatively being reported on the impella cp due to the inability to conclusively dissociate the pump from the patient outcome.